Event description:
It was reported that there was an issue with gb304r - cranial perforator 12/15mm hudson shank. According to the complaint description, the trepan did not stop after drilling, and injured the meninges. An additional medical intervention was required.. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
This is a similar device report, a similar device of the reported device was sold to us; the reported device is not marketed in the us. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Investigation results: the investigation has been carried-out by the aesculap technical service (ats). Extract: the complained perforator with the serial number (B)(6) has been investigated according to the corresponding test plan for the article number gb304r - rev. Z - version 2. All relevant dimensions were remeasured using a measuring projector (no. 14377). All values are within the specification. A functional test on the test medium was successfully executed. The perforator released properly directly after breakthrough. Minor signs of wear and tear were found on the cutting edges of perforator, but these did not have a negative effect on the function. Furthermore, the surface as well as the laser engraving is showing signs of usage. These findings are also not related to the described incident. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Pattern. There is 1 similar complaint against the same lot number(s). Explanation and rationale: there is no indication for a product failure. Besides signs of wear and tear, no failure could be detected. The perforator works as intended. However, a re-grinding is recommended. Since distribution, no maintenance has been executed according to our database. Several information can be found within the corresponding instructions for use (IFU) regarding functional checks and the cutting edges. Conclusion and measures / preventive measures: based upon the investigation results, a failure was not detected. Based upon the investigation results, a CAPA is not necessary.